Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they suspect the device is not working because they are having back problems and they are not feeling stimulation. Patient stated they increased the stimulation from 6.1 to 10.0 and are not feeling any stimulation. Patient stated they saw their neurosurgeon. Patient stated when they first had the implant and increased the stimulation past 6.1v their leg would jump which would let them know the therapy is working. Agent asked patient if they had fall or trauma and patient said they had a fall a year ago but did not fall on their back. Controller shows ins 100% and controller 50% charged and group a with one program. Reviewed device function and recommend patient consult with healthcare provider for next steps. The issue was not resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.